Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was being used to transport a patient when they ran over a bump in a doorway and the unit alarmed error code message of pressure regulation high and shut down. There are no other error codes. The customer reported there was no patient harm or injury.

Manufacturer narrative:
Customer opened unit and confirmed that all wires and cables were completely seated. Customer then ran unit for one day and unit passed testing. Customer returned the unit to service on (B)(6) 2017. The customer stated there was no additional patient information.